Event description:
The patient contacted animas on (B)(6) 2012 and claimed all of the keypad buttons had been intermittently responsive for one month. The patient stated that as of (B)(6) 2012 the buttons had become unresponsive. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down keypad buttons were found to be intermittently responsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.